Event description:
It was reported that loss of capture, decreased r-waves and decreased pacing lead impedance were observed. The lead was explanted and replaced with no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.